Event description:
The customer reported that the application was frozen, after patient was exposed. No image was transferred from the sensor to the system and could be displayed in monitor. Patient had to move to adjacent room and have image retaken to complete the exam. It was resulting in additional radiation exposure.

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).